Event description:
It was reported that during preparation for a drug-eluting stenting treatment procedure, stent damage was observed. During preparation of a taxus liberte 2.5x28mm stent it was noted the stent struts on one end were bent upward. The device was not used and another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as ok.

Event description:
It was reported that during preparation for a drug-eluting stenting treatment procedure, stent damage was observed. During preparation of a taxus liberte' 2.5x28mm stent it was noted the stent struts on one end were bent upward. The device was not used and another of the same device was used to complete the procedure. No patient complications were reported and the patient status is reported as ok.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system (sds) with stopcock attached. Although it was reported that the device was not used, the presence of blood and contrast media in the guidewire lumen is indicative of handling beyond simply unpackaging the device, as was reported. The sds with stent was visually, tactilely and microscopically examined along the entire length and the only damage seen on the device was stent damage. The stent had a damaged strut in the first row and also the 10th row from the proximal end and extending back up to 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4)